Event description:
It was reported that the device was showing occlusion alarm during infusion. No patient injury was reported.

Manufacturer narrative:
No information is provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.